Manufacturer narrative:
(B)(4).

Event description:
It was reported " the hub on the sheath has fractured, at the blue hub". Additional information states that another iab catheter was inserted. It is unknown if the second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that "the hub on the sheath has fractured, at the blue hub" is confirmed based on the attached photo. The product was not returned for investigation. The photo shows a teflon sheath with a crack on the hub. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the cracked hub. The root cause of the cracked hub is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " the hub on the sheath has fractured, at the blue hub". Additional information states that another iab catheter was inserted. It is unknown if the second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".